Event description:
Boston scientific received information that the touch screen of this programmer was dysfunctional. This programmer was returned and no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed and analysis confirmed the allegation. The touch screen had dents and the display intermittently had no backlight. The problem was caused by overheated lower spool on inverter circuit board and the inverter cover was melted. The touch screen, inverter circuit board and cover inverter board were exchanged.